Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-18556. It was reported the patient experienced positional stimulation. Surgical intervention was undertaken and the physician was concerned one of the leads may have been fractured, however a fracture was not verified with x-rays or upon visual inspection. Additionally, it was found that one lead had migrated. The physician explanted and replaced both the patient's leads. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.